Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Investigation summary: level b investigation: - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle hub separates on lot # 8337709. Investigation summary: customer returned photos of a 3/10cc, 6mm, 31g syringe with an open poly bag from lot # 8337709. Customer states that when trying to remove the orange cap the needle came together, completely separating it from the body of the syringe. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [(B)(4)] noted for cracked hubs. There was one (1) notification [(b()4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation (B)(4), on 21 apr 2020, holdrege received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the press station was out of adjustment. Corrective action: adjusted the press station for (B)(4) for cracked hubs. (B)(4) was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA (B)(4) was been opened on 16 aug 2019 to address this issue.

Event description:
It was reported that the syringe 0.3ml 31ga 6mm experienced hub separation from the device during use. The following information was provided by the initial reporter: we use syringe cod 324916 to apply insulin to my dog, when using one of the syringes of batch 8337709 a, when trying to remove the orange cap the needle came together, completely separating it from the body of the syringe.